Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the atrial lead exhibited intermittent failure to capture. Further investigation revealed that the lead had become dislodged, which was confirmed by fluoroscopy. Additionally, insulation damage was identified on the lead. The lead was capped and replaced on (B)(6) 2026. The patient was stable and will continue to be monitored.